Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2014 with the following findings: the pump powered on with functional auditory features, however audible tones were not present. There was no audible sound present when the alarms and warnings were tested. The pump cover was removed, and a cracked solder connection was found on the audible piezo sound device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the audible sounds were intermittent when locking the pump and when bolusing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.